Manufacturer narrative:
(B)(4). The device was received for analysis. The deployed stent was not returned for analysis. A visual examination of the balloon noted that the balloon was folded and did not appear to have been subjected to positive pressure. The investigator attached the device to an encore inflation unit filled with glycerol/h20 solution and applied positive pressure, however the balloon could not be inflated due to a blockage in the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified medium before further inflation attempts were made. The device was removed from the bath and attached to an encore inflation unit filled with glycerol/h20 solution; the balloon was successfully inflated to its rate of burst pressure. The inflation device was verified at rated burst pressure, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times and with no leaks or drop in pressure noted. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination was performed on the hub area of the device when the balloon was inflated to its rate of burst pressure. No drop in pressure was noted during inflation and no leaks or any issues were noted with the hub/manifold of the device. No issues were noted with the hub/manifold that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip or markerbands that have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the common iliac artery (cia). An 8.0x40x75cm express ld vascular stent was advanced for treatment. However, while inflating the balloon of this device, it was noted that the fluid used to inflate the balloon was leaking out from the hub of the stent delivery system (sds). The leakage was not seen at the hub section but in the part of the catheter beyond the hub, in the first approximately 4cm. The stent was opened a little bit but the balloon could not dilate the stent. When it was retrieved through the sheath, the stent dislodged from the balloon of the sds. After placing another of the same stent, an x-ray was performed and it was noted that the first undeployed stent was in the cia. They succeeded in canalizing the stent with a guide wire, a 7mm balloon was then advanced to dilate the stent. After the stent was correctly placed inside the second stent, an 8mm balloon was used for post dilatation and the procedure was completed. No patient complications were reported and the patient's status was well.